Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent elevated blood glucose (bg) levels reaching 900 mg/dl; cause was unknown. Customer reported that they have gone to the ER and were hospitalized multiple times in the past for elevated bg levels. Reportedly, the customer declined to provided additional information and further troubleshooting with tandem technical support.